Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital due to cancer and the insulin pump won't rewind. Customer's blood glucose level was 400 mg/dl. Customer's daughter-in-law has the pump. The piston is almost to the top of the pump. The reservoir icon has one bar left. Customer tried to rewind to begin with. Customer stated that the pump rewinds, but the piston is not moving. Customer stated that he was in the hospital because he was sick. Customer will call back when he connects to the pump or has any further issues. Customer stated that the pump has been on since he got it yesterday. Pump had alarm clock alert and then pump reset time/date. Customer had a bad battery and low reservoir alarms in the alarm history. Customer stated that he thinks he did not set the time and date right. Customer had to reset the time and rewind the pump. Pump rewound successfully. Custom was advised to monitor the pump and call back if problem persists. No additional information provided.